Event description:
It was reported that when the programmer was powered on, it emitted a "strange scratchy sound," this was followed by a strong electrical burn odor. There was smoke coming from the side air vents. The power was immediately turned off. A few days later, several attempts were made to turn the programmer on and it did not power on. The programmer, radiofrequency (rf) head, and analyzer will be returned. The programmer, rf head, and analyzer will be replaced on a future date. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was defective. It was also noted that the left keyboard hinge was cracked.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 2290. (B)(4).